Event description:
During the f/u dated (B)(6) 2010, the physician observed that some noise episodes were recorded in the holter memory; in addition, in two occasions, this led to inappropriate shock therapies. The physicians requested an analysis of the patient files.

Event description:
Devise issue: none. Adverse event: subacute restenosis. Onset of adverse event: 1 day after the procedure. It was reported that the day following the successful implantation of the xact stent in the left internal carotid artery, a routine duplex study showed a possible stent occlusion that was confirmed by CT scan. The CT scan did not show any evidence of a stroke and the patient's neurological status remained intact. The patient had failed to take clopidogrel the week prior to the procedure as recommended by the physician. There was no reported intervention. The patient was discharged home the following day. There was no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Restenosis of the stented artery may occur during this type of procedure and as listed in the instructions for use, is a known potential adverse patient event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information , a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.